Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the doctor has indicated that the infection has cleared and IV antibiotics have been stopped.

Event description:
Additional information received indicates that the wound wash out was performed on (B)(6) 2023. The infection has resolved. Patient was released from the hospital after a week of antibiotics.

Event description:
Related manufacturer reference number: 1627487-2023-04530. Additional information received indicates that infection did not resolve and spread to the ipg site. As such, surgical intervention took place on (B)(6) 2023 wherein the lead and ipg were explanted to address the issue. The infection was being treated in hospital with IV antibiotics, post procedure of device removal. The patient has now been discharged.

Event description:
Related manufacturer reference number: 1627487-2023-04530. Related manufacturer reference number: 1627487-2023-04616. Related manufacturer reference number: 1627487-2023-04617. Additional information received indicates that the patient had anchors implanted, which were also explanted on (B)(6) 2023.

Event description:
It was reported that the patient experienced an infection at the lead site. Antibiotic treatment did not address the issue. Patient is hospitalized. Surgical intervention took place wherein a wound wash out was performed to address the issue.